Event description:
Healthcare professional reported left side intracapsular rupture. A change in the color of the device was observed during surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1; d2a; d2b; d3; d4; e1; e3; g1; g2; g4.

Event description:
Healthcare professional reported left side intracapsular rupture. A change in the color of the device was observed during surgery. The device has been explanted.